Manufacturer narrative:
Customer has been requested to provide sample ids and other additional data to evaluate the event. Customer has not responded yet. The root cause of the event is unknown.

Event description:
Customer reported discordant po2 results on the analyzers. There was no report of injury due to this event.